Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd slip-tip syringe with bd precisionglide¿ needle while drawing up saline. The following information was provided by the initial reporter, translated from chinese: "09:00 the nurse found a foreign object in the syringe while drawing saline using a 5ml syringe, discarded it immediately, reported it to the nurse manager and filled out an adverse event."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 301942 and lot number 2110135. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples were obtained from the manufacturing facility for review. The retained samples were evaluated; however, no signs of foreign matter were observed. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in the bd slip-tip syringe with bd precisionglide¿ needle while drawing up saline. The following information was provided by the initial reporter, translated from chinese: "09:00 the nurse found a foreign object in the syringe while drawing saline using a 5ml syringe, discarded it immediately, reported it to the nurse manager and filled out an adverse event.".